Manufacturer narrative:
(B)(4). A third party service technician evaluated the ventilator and found issue and replaced the power board.

Event description:
The customer reported to vyaire medical that the ltv (lap top ventilator) 1200 alarmed inoperable and stopped working. At this time, there is no information about patient involvement.